Event description:
It was reported that there was no connection between app and remote. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device "other" is unknown, no information provided to date. No product information has been provided to date.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the pump was repaired by the german service center prior to it being aware there was a complaint against it, however the repair notes indicate the pump problem contact between app and remote" was confirmed. The pump was repaired and passed all tests after the service was completed. The cause of the reported problem could not be determined. A manufacturing DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4: correction: model number: 2120.